Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error during bolus. The blood glucose reading was 109 mg/dl. The customer stated that she could not exit out of the alarm as well because the esc would not respond. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.